Event description:
The complainant reported that a patient was on impella 5.5 support and went into sustained symptomatic ventricular tachycardia at a rate of 220 with mean arterial pressures in the 40¿s. One shock was given at 200 joules and impella p-level was increased to p5 from p4. The patient converted to sinus tachycardia in the 120¿s. Support was continued until weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.